Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ needle-free valve was damaged. The following information was provided by the initial reporter: it has problems when using it with an iodinated contrast injection pump in tomography. Due to the high flow in which the contrast is injected, 2.5 to 5 ml/sec, the extender that is attached to the connector breaks. As the same extender was previously used with other connectors without showing the same problem, we believe that the problem is related to the new connector.

Manufacturer narrative:
H6: investigation summary no samples were received for investigation in which the customer has indicated that an extension line which was connected to a 2000e7d product, burst during an injection of contrast solution. As part of the feedback, the customer provided a photograph; analysis of the photograph shows blood on the patients bed, and an extension set of unknown manufacturer. The smartsite was not visible within the photograph, however there does appear to be an area of damage to the tubing of the extension set. The details of this feedback were forwarded to the manufacturing site; however, in this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation.

Event description:
It was reported that the bd smartsite¿ needle-free valve was damaged. The following information was provided by the initial reporter: - it has problems when using it with an iodinated contrast injection pump in tomography. Due to the high flow in which the contrast is injected, 2.5 to 5 ml/sec, the extender that is attached to the connector breaks. As the same extender was previously used with other connectors without showing the same problem, we believe that the problem is related to the new connector.